Event description:
It was reported that the patient started shivering before therapy initiated. Administered tylenol and buspar but patient still shivering. Going to administer demerol. Patient temperature (pt) at start of cooling was 36.5c, targeted temperature (tt) was 36c. W/in an hour patient temperature (pt) was 36.2c but has continued to drop and was now 35.5c. Water temperature (wt) was 31.9c. Patient has been actively shivering since before therapy started. Discussed medication administration and adding warm blankets or bair huggers for assistance. Device water temperature (wt)s on cooler side in response to the active heat generation. Once heat generation was addressed the water temperature (wt)s would likely increase to get patient temperature (pt) back to the targeted temperature (tt). System diagnostics showed that the outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.9c, inlet temperature (t3) was 31.3c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0, heater was 9, water reservoir level (wrl) was 3, system hours were 4404.5 and pump hours were 3354.7. Advised to call back with any questions or if patient temperature (pt) continued to drop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Water temperature (wt) was 31.9c. Patient has been actively shivering since before therapy started. Discussed medication administration and adding warm blankets or bair huggers for assistance. Device water temperature (wt)s on cooler side in response to the active heat generation. Once heat generation was addressed the water temperature (wt)s would likely increase to get patient temperature (pt) back to the targeted temperature (tt). System diagnostics showed that the outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.9c, inlet temperature (t3) was 31.3c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0, heater was 9, water reservoir level (wrl) was 3, system hours were 4404.5 and pump hours were 3354.7. Advised to call back with any questions or if patient temperature (pt) continued to drop. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient started shivering before therapy initiated. Administered tylenol and buspar but patient still shivering. Going to administer demerol. Patient temperature (pt) at start of cooling was 36.5c, targeted temperature (tt) was 36c. W/in an hour patient temperature (pt) was 36.2c but has continued to drop and was now 35.5c. Water temperature (wt) was 31.9c. Patient has been actively shivering since before therapy started. Discussed medication administration and adding warm blankets or bair huggers for assistance. Device water temperature (wt)s on cooler side in response to the active heat generation. Once heat generation was addressed the water temperature (wt)s would likely increase to get patient temperature (pt) back to the targeted temperature (tt). System diagnostics showed that the outlet monitor temperature (t1) was 31.9c, outlet control temperature (t2) was 31.9c, inlet temperature (t3) was 31.3c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 0, heater was 9, water reservoir level (wrl) was 3, system hours were 4404.5 and pump hours were 3354.7. Advised to call back with any questions or if patient temperature (pt) continued to drop.